Manufacturer narrative:
Unit was received with flashing white lcd due to cracked lcd controller on printed circuit board with rainbow horizontal and vertical lines due to cracked lcd glass. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, and self-test due to display anomaly. Unit was received with minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, damaged keypad overlay texture, slightly peeling end cap address label, and scratched casing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was returned without communication. Customer's blood glucose level was not reported.